Event description:
Customer allegedly received the following results on the aviva system within 10 minutes: 537 mg/dl and 88 mg/dl. No actions taken based upon device results. No adverse event reported. Requested return of suspect device and strips; however, customer states that the strip vial is empty. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.